Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto mapping system other company¿s devices that were used in this study: ecapolarcircular mapping catheters (libero,japanlifeline), sheaths (sl-0,stjudemedical), coolpath duo sofiable (st. Jude medical), deflectable sheath (ultimum agilis,st. Jude medical), electrode catheter (internova, chiba), duodecapolar electrode catheter (inquiry catheter,st. Jude medical) manufacturer's ref. No: pi1-1ha88kk the product is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that with 229 patients underwent radiofrequency catheter ablation with the box isolation strategy for drug refractory non ¿ paf between jan 2012 to dec 2014. Among them, in the long-term after the procedure, one cerebral hemorrhage occurred despite the discontinuation of the oat. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿the feasibility of a box isolation strategy for non-paroxysmal atrial fibrillation in elderly patients¿ the purpose of this study was to evaluate the long-term efficacy and safety of this box isolation strategy for elderly patients with non-paf. Suspect device is a navistar thermocool catheter, however catalog and lot number is unknown. No additional information was made available.